Event description:
Customer reported he was hospitalized last year. Customer's blood glucose at time of call was 153 mg/dl. No further information reported in regards to the hospitalization.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.